Manufacturer narrative:
The device was not returned for device investigation. There was no report on the subject device being used in procedure after the suggested event was reviewed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, olympus culture tested the device on site after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The review of the previous repair did not reveal failures that could be the cause of the reported contamination. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.